Event description:
It is reported by the customer, during an unspecified procedure using an evis exera iii duodenovideoscope with a maj-2315 single use distal cap, tissue was left behind in the cap. This case reports the duodenoscope. Case with patient (B)(6) reports the single use disposable cap used in the procedure. There was some bleeding (amount not specified) during the procedure. The bleeding stopped automatically, and no intervention was necessary. There were no further consequences to the patient reported. The customer does not think the issue was caused by the scope but is sending it in for inspection to be sure. The single use distal cap used in the procedure was discarded by the customer. Additional details regarding the patient and reported event have been requested. At this time, no further information has been provided.

Manufacturer narrative:
Reporter's title was not specified. The device referenced in this report was returned to olympus for evaluation. Physical evaluation of the complaint device reveals: the fault could not be reproduced and the item functions normally. The forceps elevator was not moved without manipulation of forceps elevator lever on the control section. The movement of the elevator was smooth. After attaching a distal cap, there was no sharp edge or significant gap between cap and distal body. Correction and preventative action (CAPA) investigation has been opened to further investigate this issue. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Manufacturer narrative:
The device history record (DHR) for the complaint device has been reviewed and it is confirmed that the device met all design and quality specification when it was shipped. The instructions for use (IFU) shipped with the device provides the user the following information related to the reported event: important information ¿ please read before use: examples of inappropriate handling: applying suction with the distal end of the endoscope in prolonged contact with the mucosal surface, with higher suction pressure than required, or with prolonged suction time may cause bleeding and/or lesions. 3.5 attaching accessories to the endoscope: attaching the single use distal cover: never use a single use distal cover with cracks or pinholes. Replace it with a new one. If a single use distal cover with cracks or pinholes is used, it could fall off during the examination and/or, it may cause thermal injury due to electric current leaks from cracks or pinholes when high-frequency cauterization treatment is performed. Also, using the single use distal cover with cracks may cause patient injury due to sharp edges. Conclusion: the definitive cause of the reported events could not be established. Based on investigation findings, the following are presumed to be the likely causes: 1) user operates suction while distal end opening space was near the surface of mucosa, which causes the mucosa sucked into distal cover. When user tried to remove scope in this situation, the mucosa is damaged by the edge of the distal cover. 2) distal cover cracks at tear-off line due to inappropriate attachment of distal cover to scope. When pressing distal end to surface of mucosa in this situation, the mucosa gets caught in the cracked cover and damaged, even though suction is not operated.